Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid 10.0 mg/ml; 2.003 mg/day via an implantable pump. Indication for use was spinal pain. The pump was filled two weeks ago. The date of the event was (B)(6) 2018. It was reported that on thursday (B)(6) the patient reported feeling signs of withdrawal and hearing the critical alarm sound from his pump. After interrogation, pump showed that it had lowered itself to .03 dose and put itself into safe state. Logs show only the safe state event (B)(6) 2018. The physician interrogated pump. The pump was reprogrammed back to normal settings and dose. The patient and hcp were concerned as to what caused this. No environmental/external/patient factors may have led or contributed to the issue. It was unknown if the issue was resolved. It was unknown if surgical intervention was planned. Patient weight and medical history were asked and will not be made available. Patient status was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The patient was given a small bonus and the pump was reset to normal dose. The patient reported feeling better before leaving the office. There wasno battery reset error. The physician decided not to remove the pump unless it happens again.